Event description:
The reporter stated the aq5010v silicone three piece lens was folded incorrectly as it was being loaded and as the result, the lens tore apart during insertion. The lens was removed from the eye without enlarging the incision and there was no patient injury. The reporter stated the incident was due to a tech error and there wasn't a problem with the staar's products.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) no consequences or impact to the patient. (B)(4) lens (iol), torn, split, cracked. Evaluation: results: visual inspection of the returned lens showed the lens was split in half, one and one half haptics and a piece of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).